Event description:
The olympus representative reported (on behalf of the customer) that the endoeye flex deflectable videoscope displayed a bad image. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that noise occurred during angle operation due to breakage of the imaging cable, and images were temporarily not outputting. This report is intended to capture the reportable malfunction of noise that occurred during angle operation, as noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: there was blooming in the image; there was noise in the image when it was angled; there were scratches on the bending section; the bending section adhesive part was missing; the operating part angle fixing part was loose; and scratches were found in multiple locations on the device. Device history records: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility or same device. However, a similar complaint, (B)(4), was initiated from another facility for the same device and a similar complaint. CAPA history review: it was confirmed that there was a CAPA. (CAPA (B)(4). Conclusion: based on the results of the investigation, a definitive root cause could not be established. However, it's likely the event occurred due to damage to the image sensor unit or breakage of the mounting components of the electric board due to use stress, external factors, or handling. Olympus will continue to monitor the field performance of this device.